Event description:
I had original surgery on (B)(6) 2007 for urinary stress incontinence, sparc procedure. Ended up having cystocele and rectocele repairs also during this surgery with apogee and perogee mesh. This was a difficult recovery period following the surgery with continued issues, difficulty sitting and chronic uti, and periodic drainage. In (B)(6) 2009, this culminated in vaginal mesh erosion and infection with uti, severe pain, dyspareunia. The cystocele mesh was partially removed but the pain continued and became life altering. The infection took a long time to clear up. It is too difficult to explain all the pain and suffering I experienced, with no one knowing what to do for me. In (B)(6) 2010, I had removal of posterior mesh, which I was told was causing my pain due to the way it is anchored, I have had some relief of severe pain, but still have pain and trouble sitting for long periods, bladder spasms and uti. I have been told so many horror stories from friends and others who have had awful experiences with mesh used for these procedures and hernia repairs, this mesh needs to be investigated and pulled from the market. It is not right that someone could be subjected to serious problems from a procedure that is supposed to correct a problem. These serious issues are more than the FDA is aware of I am sure because of all that I hear and not all of these instances are reported. My urologist did not report my problems with erosion and infection and pain.